Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D10 concomitant medical products: item#: 00770304000, z.s.g.m. Cutter 4:1 ratio, lot#: 65045912, serial#: (B)(6). Item#: 00770301500, z.s.g.m. Cutter 1.5:1 ratio, lot#:64985325, seria#: (B)(6). Item#: 00770302000, z.s.g.m. Cutter 2:1 ratio, lot#: 65102795, seria#: (B)(6). Item#: 00770303000, z.s.g.m. Cutter 3:1 ratio, lot#: 65045932, serial#: (B)(6). Review of the most recent repair record determined the comb was bent and the ratchet was not working properly. The comb and ratchet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a rachet handle issue during surgery. There was no harm or delay reported. Due diligence is complete as no additional information is available. During device evaluation, the comb was damaged. No adverse events were reported as a result of this malfunction.